Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1, pocket e1 was found overfilled with medications, which caused the cubie lid to break. A field service engineer assisted the customer in removing the jammed cubie. After the cubie was removed, the customer recovered the drawer; however, the pocket was not available in the system to unload. The cubie was replaced with a new one to restore normal functionality. The system functioned as intended after the field service engineer verified and assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred, and the device could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.